Manufacturer narrative:
This file was originally incorrectly filed under registration number mrn 1526863-2025-00143. The date of that submission was 25-nov-2025. H3: the device was not returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. The event history log was not provided. As the product was not returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and problem confirmation cannot be performed. Therefore, this investigation was unable to determine a probable cause.

Event description:
It was reported that the pump had alarmed no disposable clamp tubing during the patient's infusion. Per reporter, the continuous infusion rate had been set at 2.2 ml per hour, with a starting reservoir volume of 100 ml and a remaining reservoir volume of 92 ml. Reporter stated the air detector had been turned off, the upstream sensor had also been turned off, the planned length of infusion was 46 hours, and the lock level was 2. The pump had been used to prime the extension tubing and all clamps were confirmed to be open. No patient harm/adverse event was reported.